Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a normal generator change out procedure, the device was interrogated and displayed an alert of low and out of range defibrillation impedance on the right ventricular (rv) lead. The physician confirmed that all other sensing, pacing lead impedance, and threshold tests were stable and no externalization was shown via x-ray. Programming changes were made and the procedure continued as normal with no complications to the patient. The patient was stable.